Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited pacing impedance measurements greater than 4,000 ohms with no capture at maximum outputs. The lead was confirmed to be fractured. An invasive revision procedure was performed and the lead was surgically abandoned. No adverse patient effects were reported as a result of this procedure.

Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.